Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a visit to the emergency room on (B)(6) 2017 due to high blood glucose. Prior to the hospitalization, they had high ketones and a high blood glucose level of 488 mg/dl. They had removed the infusion set and found out the cannula was bent. They changed out the infusion set and corrected their high blood glucose. The customer¿s blood glucose level at the time of admission was 500 mg/dl. They were treated with insulin through intravenous therapy. They were wearing the insulin pump at the time of hospitalization. Troubleshooting was performed on the insulin pump. The device passed the basic occlusion test. The customer¿s current blood glucose level was 129 mg/dl. The device will not be returned for analysis.